Event description:
Technician alleged that the left siderail does not stay up. No pt impact.

Manufacturer narrative:
The technician found the cause to be a broken end tube. The technician replaced the broken siderail end tube to resolve the issue.